Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.0 x 16 synergy drug-eluting stent was advanced to treat a lesion. However, during the procedure, the stent fell off from the balloon. The physician thought it was stripped inside the lumen of the non-bsc guide extension catheter and then discarded with it as he did not see the stent inside the patient or on the table. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.